Manufacturer narrative:
The field service center replaced the power board to correct the reported problem. The power board was returned to the manufacturer for failure analysis where we verified the patient assist port was not functioning properly. Bench testing revealed that the patient assist port was in a constant alarm condition. Additional testing found that a transistor in the nurse call relay circuit of the power board had become out of specification.

Event description:
It was reported that the ventilator's patient external alarm port was not functioning. Several alarm cords were tested. No patient harm reported.